Event description:
Event complications: patient expired/unk if result of event-rpt'd 8/27/96, 2/24/97. Patient's current status: expired - rpt'd 8/27/96.

Manufacturer narrative:
Device label code for f10. Position 1: 1738 and position 2: 1701. Evaluation: the product was not returned to datascope for evaluation. The item was discarded by the hospital.